Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the newly placed left-ventricular (lv) lead was unable to be unfixated for repositioning. The lv lead helix failed to be retracted. Eventually the lv lead helix deformed and stretched the lv lead. As a resolution the lv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2024. The patient condition was stable.